Manufacturer narrative:
Updated fields: h4, h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by damaged video connector pins. However, the specific cause of the damaged video connector pins was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the 4k autoclavable camera head connector failed to be connected to the processor. As a result, no image was displayed and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed, and no image was displayed on the monitor due to a faulty cable with damaged pins. In addition, a failed leak test on the camera head unit and faded label on the rear cover were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.